Event description:
Meter name: one touch ultra meter. Strip name: one touch ultra strips. Meter code: unk, strip code: unk. Strip storage: unk. Symptoms: thirsty, headache, hungry. A pt reported they were not able to test due to a power issue. Their meter allegedly would not power on. The result on their meter was: unable to obtain a reading on the meter. The time difference between's pt's meter and emergency room meter: no comparison was performed. No treatment was performed. No further info has been reported.